Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: opening, brown particles inside of the device. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify one opening sharp on anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on anterior assessed as unidentified (tear) opening.